Manufacturer narrative:
Method: device history record review, work order search. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor in the complaint. A work order search found no similar complaints. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, intraoperatively the surgeon decided to remove/exchange single-piece collamer lens for a different iol. Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. No reported problem with either the lens or with the injector during insertion. According to the report, by a nurse, dated on (B)(6) 2015 the lens was removed and exchanged due to procedure related factor (surgeon`s medical decision). Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, medical review and evaluation of the returned product, the root cause of the event was due to procedure related factor (surgeon`s medical decision). (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Conclusion (evaluation conclusion) : based on the complaint information provided, the root cause of the event was a surgeon's preference. (B)(4).

Event description:
The customer reported +12.5 diopter cc4204a lens was implanted and removed. The surgeon chose to use a three piece lens instead. No patient injury or further information provided.